Event description:
Healthcare professional reported "waves, folds, rotation, capsular contracture baker grade iii, breast is hard and deformed but without pain". This record is for the left side. Device was explanted.

Manufacturer narrative:
Cont. H.6: tel : 02.35.08.66.16, fax : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported, "waves, folds, rotation. Capsular contracture, baker grade iii. Breast is hard and deformed, but without pain". This record is for the left side. Device was explanted.